Event description:
The patent reported to baxter (B)(4) that after the minicap was connected, to the transfer set, it leaked a small amount of betadine via tiny cracks. The patient replaced it with a new one. There was patient involvement, however no injury was reported with this event.

Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The crack in the minicap was confirmed by visual analysis; however, the reported leak could not be confirmed during testing. The root cause was undetermined. Visual inspection, functional testing and dimensional analysis was performed on the sample. This complaint can be confirmed for a visible crack above finger grip area, however there were no issues found with the functionality of the minicaps during the evaluation. The minicaps passed functional testing. Functional testing was performed as outlined below. All critical dimensions were measured. All dimensions were within specified tolerance as per the relevant minicap drawing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.